Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed off no power and failed battery test. Customer's blood glucose reading was 240 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
All operating currents are within specification. No unexpected failed battery, low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No unexpected battery power loss noted during testings. Unit functioned properly. However, unit received with corroded battery cap contact, corroded battery tube and corroded battery tube springs noted during visual inspection. Unit also received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.